Event description:
It was reported that while using one bd vacutainer® safety-lok¿ blood collection set, the customer noticed that the needle was bent, and blood was leaking from the piece that connects the needle to the hub. No patient impact reported.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for bent needle was observed in one photo. However, leakage during use was not seen. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and there were no bent needles, or any abnormality as the protector fit normally, no damage or molding defects, and no connection error between the luer adapters and luer connectors. Also, 8 sets of retains were tested for leakage and no leakage from the tubing or any connection parts were confirmed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of bent needle based on photo analysis and unconfirmed for leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® safety-lok¿ blood collection set, the customer noticed that the needle was bent, and blood was leaking from the piece that connects the needle to the hub. No patient impact reported.